Manufacturer narrative:
The device was not returned to the MFR for physical eval. A supplemental report will be submitted upon completion of the plant's investigation. Related mdrs: 8030665-2014-00001, 8030665-2014-0002, 8030665-2014-00003.

Event description:
A peritoneal dialysis patient reported a fluid leak during treatment. The fluid dripped through the crack of her cycler door. The patient took prophylactic antibiotics. The patient's effluent remained clear.